Manufacturer narrative:
Unit alarmed button error and had no button response due to flattened dome switches on esc and act buttons creased. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test due to no button response. Unit had minor scratched display window, cracked reservoir tube and cracked reservoir tube lip. (B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed button error during normal use, and the alarm could not be cleared. Customer does not recall any significant events leading to the error. Customer's blood glucose was 400 mg/dl at the time of incident. Troubleshooting was done for button error and alarm but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.